Manufacturer narrative:
No sample was returned; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No additional information is expected. (B)(4).

Event description:
A surgeon reported a "few" patients one year postoperatively who still have significant glistenings following intraocular lens (iol) implant surgeries. The number of patients and impact was not provided. The surgeon also reported a bilaterally implanted patient whose iols had a high abundance of glistenings one year postoperatively. There was no reported impact to this patient. Additional information is not expected. There are three manufacturer reports associated with these events. This report is for the "few" patients.